Event description:
It was reported that the ventilator failed the safety valve, flow transducer, internal leakage and o2 cell/sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation into this complaint comprising of an investigation of the returned nozzle unit and an evaluations of the logs from the ventilator has been completed. The returned nozzle unit was from the o2 gas module. The nozzle unit was tested in an o2 gas module mounted in a reference ventilator. All pre-use tests were successful and no deviations of delivered o2 concentrations were noted during the weeklong testing. The evaluation of the logs confirm the reported failed tests that included the safety valve, o2 cell/sensor and the flow transducer tests. The o2 cell/sensor test failure was probably due to calibration. The logs also show that during the pre-use check the gas internal pressure was low due to a minor leakage and this caused the failure of the other tests. The conclusion in the matter is that the returned nozzle unit did not cause the reported failures and that the failures were pre-use related and could have been resolved by eliminating the leakage. The disassembling and assembling most probably resolved the issue and it was not necessarily the replacement of the nozzle unit.

Event description:
Manufacturer's ref. #: (B)(4).